Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's extension was frayed at the ipg connection site, causing high impedances at all contacts. Surgical intervention may be pending to address the issue.